Event description:
Following a difficult interventional procedure (in which stent placement was lost; the physician bypassed the stent with a balloon and used the balloon to compress the stent against the wall of the artery), an angio-seal device was placed without difficulty. However, following device deployment a small amount of oozing continued from the site, and light digital pressure was required to complete hemostasis. The pt was taken to the floor and the spring was removed after being placed for 35 mins (in accordance with co's instructions for use). Ten mins later, a small amount of oozing was noted, which again resolved after 2 mins of light digital pressure. The pt was restless and uncomfortable during the night. The pt was given a reopro infusion for 12 hrs, due to the difficulty of the interventional procedure. In the morning, the pt's blood pressure was noted to have dropped; the pt was diagnosed with having had retroperitoneal bleeding during the night, and was then transfused with two units of whole blood (for an hgb count of 7.5 gm). The physician has stated that he feels that the experience(s) of bleeding is likely related to the difficult interventional procedure, (he also states the bleed was coming from too high to be related to the femoral artery site) and was not caused or contributed to by the use of the angio-seal.